Manufacturer narrative:
(B)(4). The device was received for evaluation. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed both functional and electrical rite. An external/internal inspection was performed with no issues noted. A short simulated therapy was performed and completed successfully. Sample analysis was unable to duplicate the event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Review of the event history log verified the event. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device was not putting in the correct amount of fluid and was not draining the correct amount out. This event occurred on the homechoice during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.